Event description:
It was reported that during the implant attempt, when attempting to reposition the lead, the helix would not retract. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and the helix was distorted/bent. It was also noted that the distal conductor had blood/body fluid (not obstructed), there was blood in/on the helix mechanism, and the lead was damaged at implant. The analyst also noted that the lead was returned with the helix distorted and bent.